Event description:
Information received from (B)(6). Possible revision of pinnacle/srom mom implants. Reason not provided, revision date not confirmed. Left side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It has not been reported if the patient has been revised and/or what the reason for revision is. A search of the complaints databases found a similar report against the 1976021 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other similar reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Information received from (B)(6)'s. Possible revision of pinnacle/srom mom implants. Reason not provided, revision date not confirmed. Left side. Update nov 30, 2017: additional information received. There is no new information added. This complaint was updated on: dec 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.